Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving 2000 mcg/ml of lioresal at 424.9 mcg/day via an implantable pump. On (B)(6) 2017, it was reported that the patient heard their pump alarming. The pump was being refilled when the issue was noted. The pump logs were reviewed and 2 motor stalls and recoveries were noted. One occurred on (B)(6) 2017 at 1500 hours with a recovery at 1511 hours. The other occurred on (B)(6) 2017 at 1503 hours with a recovery at 1528 hours. There were no symptoms related to the motor stalls. No environmental/external/patient factors that may have led to the issue were reported. The patient was instructed to contact the nurse if any further alarms occurred. The issue was considered resolved. The patient was reported as being "alive-no injury". No further complications were reported.